Event description:
The report stated that during a laparoscopic hysterectomy, after a full sealing cycle and bisection of the vessel, the surgeon had difficulty opening up the instrument. Once the device was opened, one of the electrodes from the distal end of the jaw fell off into the patient's abdomen. The piece was retrieved. The patient is ok.

Manufacturer narrative:
Date of initial report: october 10, 2007. To date the incident handpiece has not been returned for evaluation. If the device is returned or if additional information pertinent to the incident is obtained, a supplemental report will be filed.